Event description:
Tensioner broke inside the patient during, from applying too much pressure. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported. The surgery being performed was a hemiarthroplasty, after fracture of calcar.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A medical investigation was conducted and confirms per the complaint details, a tensioner was broken inside of the patient during use. According to the report, the device broke due to applying too much pressure and a back-up was used to complete the procedure. No patient injuries or adverse consequences were reported. Therefore, no further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damaged and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further information is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a hemiarthroplasty after fracture of calcar, accord tensioner broke from applying too much pressure. The device broke during surgery, while inside the patient. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.